Manufacturer narrative:
Dr. (B)(6) reported proper placement of the calcium phosphate was ensured using intra-operative fluoroscopy and that the knee was thoroughly irrigated and no further pathology was found during scp procedure.

Event description:
A (B)(6), female subject underwent scp procedure (B)(6) 2015 with a diagnosis of bone edema and medial femoral condyle insufficiency fracture, after failing appropriate non-operative treatment. Per dr. (B)(6) operative note, the subchondral lesion was localized using fluoroscopic guidance. Needle placement was confirmed in both the pa and lateral planes. A small stab incision was made into the skin and the accuport was drilled into the lesion using one pass. The accufill was then injected into the lesion; amount of accufill injected has not been determined. Proper placement of the calcium phosphate was ensured using intra-operative fluoroscopy. The quality of the procedure was satisfactory. The knee was thoroughly irrigated and no further pathology was found. There were no immediate complications. Subject was seen post-operatively (B)(6) 2015 and reported she was doinng well overall, however she was having night sweats the previous 6 nights, for which she was being evaluated by her pcp for. Subject was seen again on (B)(6) 2015 reporting she was feeling better and had noticed a significant decrease in night-time pain; however she still had pain with activity. Clinical note suggested the subject was progressing as expected and could resume light-duty work. On (B)(6) 2016, the subject was seen by (B)(6) (dr. (B)(6) pa) as the subject had an abrupt onset of focal swelling and pain in her knee 4 days earlier. Subject was having trouble moving her knee and noticed a focal area of swelling over the medial femoral condyle. She also noted tenderness to palpation and light touch over that area. Subject denied any falls or trauma. Upon review of x-rays of the right knee, a calcified mass over the medial femoral condyle was seen at 3cm x 2cm. An MRI was requested and reviewed on (B)(6) 2016. During this visit the patient reported she was still having soreness along the medial knee and posteriorly. She had four bouts of patella sublux, dislocation since her previous visit and was unable to flex her knee during these instances. Upon reviewing the MRI, dr. (B)(6) explained to the subject that the accufill that was injected during scp had leaked into adjacent soft tissue. Dr. (B)(6) and the subject decided the best option was surgical intervention to remove the extruded cap. Due to foreign body of the right knee, the subject underwent removal of foreign body (B)(6) 2016. A 3cm curvilinear incision was created on the posterior edge of the vmo. The incision was carried down through the skin and subcutaneous tissue. The fascia over the vmo was incised and self-retaining placed. The numerous calcified bodies were then encountered and excised with a hemostat, then sent to pathology. The surgical wound was thoroughly irrigated and final inspection revealed no further pathology. Complete removal of loose bodies was confirmed with fluoroscopy.